Manufacturer narrative:
The cleaning brush - channel (00711601) is disposable and is intended for single-use during endoscope cleaning. Us endoscopy received a medwatch report (mw5039251) on 04/02/2015, with event description: 'during ebd procedure, tip of brush fell out of scope. Physician spotted it immediately and removed. No harm to patient.' In follow up communication, the reporter at the user facility explained the distal brush head was retained in the endoscope after cleaning, and the brush head made contact with the patient during the next procedure. The user stated the brush head was seen immediately by the physician and retrieved. The user confirmed there was no harm to the patient as a result of the brush head contact nor as a result of the retrieval. The user records did not include the endoscope model number. The device was not available for return. The product instructions for use (IFU) include: see scanned pages. A review of the device history record (cleaning brush - channel, 00711601 lot 1412701, (B)(4) units) finds no anomalies noted during manufacture, and finds acceptable results for all tests and inspections. A review of the complaint history finds no other complaints of any type associated with cleaning brush - channel 00711601 lot 1412701. This report will be updated if further information becomes available.

Event description:
The cleaning brush - channel (00711601) is disposable and is intended for single-use during endoscope cleaning. Us endoscopy received a medwatch report (mw5039251) on 04/02/2015, with event description: 'during ebd procedure, tip of brush fell out of scope. Physician spotted it immediately and removed. No harm to patient.' Reference mw (B)(4).